Event description:
Informed on 12/19/02, that head of bed fell back abruptly on either of two dates. The pt was seen by driver to assess problem. When driver visited on 2nd date, pin was disconnected from head piece. Pin was replaced by driver.